Event description:
It was reported there was damage to the pump housing and a broken pushrod. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.